Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located distal to where a stent had been deployed in the right coronary artery (rca) during an earlier procedure. The balance middleweight (bmw) guide wire was advanced into the rca; however, resistance was met during advancement through the older stent. The guide wire tip felt like it caught on something inside the stent, could not be advanced any further and could not be retracted. Approximately 1 mm of the guide wire tip separated and remain inside the older stent. No attempts were made to retrieve the separated segment. A new guide wire was advanced and a stent was able to be implanted in the intended lesion while also trapping the separated guide wire tip against the older stent. The patient is reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.